Event description:
Bipolar misfired intraop. Electrical surgical unit was being used in a surgical procedure and the esu fired by itself in bipolar mode with no foot pedal being pushed. The physician picked up kleppinger tool and advanced through 5mm port, the bipolar on the esu misfired without being activated.